Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The biomedical engineer reported the automated impella controller (aic) had issues with the purge disk not connecting. The console was replaced. No patient was involved.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the initial report was submitted. The console was returned, tested, and visually inspected. The failure was unreproducible. There was no issue found during the investigation of the complaint. The device functioned/operated to specification.